Event description:
It was reported that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately two months after implantable pulse generator replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.